Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer reported receiving a "no sensor detected" message and being unable to obtain readings. As a result, customer experienced a loss of consciousness and, upon regaining consciousness, self-treated with insulin (dose/type unspecified). Customer self-presented to a hospital and was administered unspecified intravenous medication for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.